Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn: (B)(4)) was performed by a zoll service technician. Visual inspection was performed and no physical damage was found. The reported complaint of a mid: 09 (air trap assembly) message was confirmed during functional testing. To resolve the issue, the air trap block was replaced. The thermogard xp ivtm console is a reusable device and was manufactured in october 2014. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. The console passed functional testing with no faults found. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
The thermogard xp ivtm console (sn: (B)(4)) displayed a mid: 09 (air trap assembly) during a self-test. To troubleshoot the issue, the console was restarted multiple times but was not resolved. There was no patient involvement.